Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. And "crease/folding of implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles in the shell, creases fold, observed 40 mm dark patch edge material inside gel device and weight to the spec. Cloudy in the gel observed after autoclave cycle. Creases are observed but have no relationship with manufacturing. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker iii, and "crease/folding of implant." Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Corrected data: b.6, h.4, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and "crease/folding of implant." Device has been explanted.